Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to death for an episode of respiratory arrest. Treatment for the respiratory arrest was not reported. After being hospitalized for six days, the patient passed away. It was not reported if pd therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was reported to be cardiac arrest and it was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.